Event description:
It was reported that the patient experienced a low blood glucose of 61 mg/dl after tubing was changed the prior day, and the cause of the hypoglycemia was unclear. Symptoms included no reported clinical manifestations. Outcomes included return of glucose to target range after oral glucose administration. Investigation included troubleshooting and education with the patient¿s nurse. Investigation of this case revealed no identified device malfunction or component issue based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.